Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that intra-operatively the patient was oozy requiring 16 units of packed red blood cells (prbc's), 11 units of fresh frozen plasma, 4 units of platelets, one unit of cryoprecipitate, 1l of cell saver, 750 ml of 5% albumin and 1500 ml of IV fluid. The surgeons were not able to repair the heart valves as anticipated. The patient¿s right ventricular function was poor. The patient exhibited respiratory alkalosis and was on nitric oxide, epinephrine and dobutamine. On post-op day 3 ((B)(6) 2015), the patient was started on a heparin infusion and coumadin. The patient was slow to wean from ventilator support but was extubated on post-op day 4 ((B)(6) 2014). He continued to require albumin, a lasix drip for pre-renal low urinary output and 2 units of prbc's. Aspirin was added to the anticoagulation regimen and the patient received another unit of prbc's for down-trending hemoglobin and hematocrit levels. On (B)(6) 2014, an echocardiogram showed left ventricular collapse; therefore the pump speed was decreased. The patient received an additional unit of prbc's. On (B)(6) 2014 the patient required re-intubation for hypoxia. Additionally, he was re-started on pressors and inotropes and was transfused 2 additional units of prbc's. An echocardiogram found tamponade and the patient was emergently returned to the or for a sternotomy with drainage of blood and clot removal. An echocardiogram on (B)(6) 2014 revealed a clot in the left ventricle. By (B)(6) 2014 the patient had been weaned from nitric oxide and vasopressors and was extubated. He requested to be a do not resuscitate/do not intubate status and wished to have care withdrawn. Overnight, although his hemodynamic status remained without change, the patient experienced down-trending mean arterial blood pressures, decreased urine output and had a 3 hour run of ventricular tachycardia. Per the wishes of the patient and his family, care was withdrawn and the patient expired on (B)(6) 2014. It was reported that the device functioned as intended.

Manufacturer narrative:
A direct correlation between the device and the patient¿s expiration could not be determined. It was reported that the device was functioning as intended. The device was reportedly not explanted and thus was not available for investigation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 11 days. It was reported that the pump would not be returning for evaluation as the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.